Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -08.50/+4.5/085 diopter, in the patient's left eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to no vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid and in the lens case/vial. Visual inspection found the lens to have no visible damage. Conclusion: as per the dfu of this lens model, implantation of lens in an eye with an anterior chamber depth (acd), as measured from the corneal endothelium to the anterior lens capsule, less than 3.0 mm is contradicted. This patient had an acd of 2.82 mm at the time of implantation. Work order search: no similar complaints were reported for units within the same lot. (B)(4).